Event description:
It was reported to boston scientific corporation that a maxforce dilatation balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2010 involving a male patient. According to the complaint, during the procedure the balloon would not inflate. The site reported that there was a pinhole. The procedure had been completed with another of the same device with no patient complications. The patient's condition had been described as "fine." The event has been deemed reportable based on investigation results revealed that the balloon had been torn circumferential indicating that the balloon had burst.

Manufacturer narrative:
A visual examination of the returned device revealed no damage to the shaft and the balloon was not folded or wrapped around the shaft of the device. There were traces of clear liquid present inside the balloon of the device. The device was attached to an encore inflation unit in an attempt to inflate the balloon to its rated burst pressure (rbp) when a leak was noted in the balloon material. A circumferential like tear was located at the proximal edge of the proximal markerband. No other issues were noted.